Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were recommended. It was also noted that there was no noise in the presenting electrogram (egm) or any stored events. Currently, this product remains in service and no adverse patient effects were reported.